Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported the catheter was broken.

Event description:
It was reported that the catheter was broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported the catheter was broken.

Manufacturer narrative:
H.6. Investigation summary: received 100 unopened units from lot number 919353. A review of the device history record revealed no irregularities during the manufacture of the reported lot. In addition two photo samples were received. Photo 1: the two boxes that were received. Photo 2: the two boxes with open lids. All units were removed from their packaging and inspected. Examination of the catheter such as the following a. Spear through b. Winged adapter damage c. Damaged catheter d. Torn catheter e. Holes in catheter all 100 units were inspected, and no damage was identified on the catheters. The defect was not confirmed in the received samples. As the actual unit involved in the incident was not received, we can neither confirm nor deny the defect. Conclusion(s): not determined: the root cause cannot be determined for an unconfirmed defect. H3 other text : see section h.10.